Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted: (B)(6) 2014, d224trk crt-d, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was not sensing in the atria. It was determined that the ra lead had dislodged. The lead was explanted and replaced. The patient is a participant of the (B)(4) registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.